Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 6947m62 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had called to report when the patient is laying on the left side at night, the patient feels a sensation something like "when you hold a bunny and it kicks you." Follow up determined the patient had experienced diaphragmatic stimulation. The device was reprogrammed and left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.